Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between an incidental water leak from a 2008t hemodialysis system, and the serious adverse events of a patient fall, which resulted in patient injury (concussion, lump on nape of neck, and unspecified left elbow injury). It was determined the water had leaked from a nearby 2008t hemodialysis system due to a deaeration tube becoming disconnected. Although the exact cause of the deaeration tube disconnection is unknown, it appears the same device was evaluated on (B)(6)2022 for a high conductivity reading and water leak (neither could be replicated), and again on (B)(6)2022 due to another high conductivity alarm (could not be replicated). Based on the information available, the 2008t hemodialysis system cannot be disassociated from having a causal or contributory role in the serious adverse events, as the patient¿s fall was a direct result of the water leaking from the 2008t hemodialysis system.

Event description:
The fresenius legal department became aware that a hemodialysis (hd) patient slipped (and fell) on water leaking from a 2008t hd system. During follow-up, the patient¿s clinical manager (cm) confirmed the patient arrived at the outpatient hd clinic on (B)(6)2022 for their regularly scheduled treatment. While ambulating to their chair, the patient reportedly slipped and fell on water leaking (no alarm noted) from another patient¿s 2008t hd system. During the fall, the patient ¿bumped¿ their elbow and head and they were assessed by clinic staff. The patient¿s vital signs were stable, they were alert and oriented x 3, had no complaints of blurred vision, and they did not lose consciousness. The patient declined going to the emergency room, or having emergency medical services contacted, and preceded to complete their hd treatment without any known issues (heparin held as a precaution). Following treatment, the patient agreed to be seen at an urgent care facility for evaluation. Additional follow-up revealed the patient returned to the clinic on (B)(6)2022, and reported no fractures were noted via x-ray. The patient was noted to be wearing a bandage on their left upper extremity, and there was a notable lump on the base of the patient¿s neck. The patient was reportedly diagnosed with a mild concussion and was treated with tylenol (regular strength) at home. The patient completed their hd treatment without any reported issues. The suspect machine was removed from service, and on (B)(6)2022 during post-event functional compliance testing, it was discovered the water leak occurred due to a detached deaeration tube. The tube was reportedly reattached and the 2008t hd system encountered no further issues. The device was cleaned, disinfected and returned to service the same day. Although the definitive cause of the deaeration tubing disconnection is unknown, it should be noted the 2008t hd system was serviced on (B)(6)2022 due to a high conductivity alarm and a water leak (neither of which could be reproduced), and again on (B)(6)2022 due to another high conductivity alarm, which also could not be duplicated.

Event description:
The fresenius legal department became aware that a hemodialysis (hd) patient slipped (and fell) on water leaking from a 2008t hd system. During follow-up, the patient¿s clinical manager (cm) confirmed the patient arrived at the outpatient hd clinic on (B)(6) 2022 for their regularly scheduled treatment. While ambulating to their chair, the patient reportedly slipped and fell on water leaking (no alarm noted) from another patient¿s 2008t hd system. During the fall, the patient ¿bumped¿ their elbow and head and they were assessed by clinic staff. The patient¿s vital signs were stable, they were alert and oriented x 3, had no complaints of blurred vision, and they did not lose consciousness. The patient declined going to the emergency room, or having emergency medical services contacted, and preceded to complete their hd treatment without any known issues (heparin held as a precaution). Following treatment, the patient agreed to be seen at an urgent care facility for evaluation. Additional follow-up revealed the patient returned to the clinic on (B)(6) 2022, and reported no fractures were noted via x-ray. The patient was noted to be wearing a bandage on their left upper extremity, and there was a notable lump on the base of the patient¿s neck. The patient was reportedly diagnosed with a mild concussion and was treated with tylenol (regular strength) at home. The patient completed their hd treatment without any reported issues. The suspect machine was removed from service, and on (B)(6) 2022 during post-event functional compliance testing, it was discovered the water leak occurred due to a detached deaeration tube. The tube was reportedly reattached and the 2008t hd system encountered no further issues. The device was cleaned, disinfected and returned to service the same day. Although the definitive cause of the deaeration tubing disconnection is unknown, it should be noted the 2008t hd system was serviced on (B)(6) 2022 due to a high conductivity alarm and a water leak (neither of which could be reproduced), and again on (B)(6) 2022 due to another high conductivity alarm, which also could not be duplicated.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. A review of service records indicates that preventive maintenance (pm) was completed approximately one month prior to the complaint. Per the pm procedure, the technician is required to inspect the floor of the hydraulic unit and surrounding surfaces for any signs of moisture or leaks, correct any leaks identified, and clean the area to ensure future leaks would be readily detectable. No leaks or abnormalities were documented during the pm. Additionally, no product was returned and no additional evidence is available to confirm a device malfunction. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.